Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch ultramini meter would not turn on. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2018. The patient manages his diabetes with insulin (type and dose not reported; no adjustments) and he denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient reported that 12 hours after the alleged issue began, he developed the symptom of ¿shaking¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the meter was not being used for the first time and there was no misuse of the product. The csr established that the patient was using the correct test strips but the meter would not power on when a test strip was inserted per owner¿s manual or when the power button was pressed. Based on the information provided, the meter¿s battery did not need to be replaced. The issue could not be resolved with training. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged issue occurred.